Manufacturer narrative:
Follow-up #1: date of submission 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: during investigation, the pump powered up and functioned appropriately. The allegation of the pump producing "electrical shocks" was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that the user was getting an electrical shock from pump on the battery compartment side. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.